Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user began ilet pump therapy and experienced high blood glucose shortly after connection, with glucose outside target for about ten hours, while wearing a dexcom g7 and without using backup therapy or ketone testing. Symptoms included fatigue. Outcomes included no medical intervention, no hospitalization, and resolution trend noted as glucose began decreasing after a few hours on pump. Investigation included complaint intake, user education, and troubleshooting regarding hyperglycemia with unclear cause. Investigation of this case revealed no confirmed device malfunction or component failure and no contributory external therapy, with the event occurring during initial pump start. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.